Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board sensor reading low (out-of-specification). According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Additional information: the facility initially reported an "inappropriate air-in-line" the incident was reported to have occurred prior to patient use. Evaluation summary: during product evaluation the air-in-line printed circuit board was found to be "low" (out-of-specification. The pump was leased pump that will be kept my baxter and sent to refurbishment for repairs and upgrades.